Event description:
A report was received that the patient had an infection in three different locations: the lead site, the ipg pocket site, and the pocket where the connection between the lead and the lead extensions used to be during the patient's trial. The patient was experiencing pain. The patient's entire system was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-70, serial/lot: (B)(4), description: artisan surgical lead with platnalock technology - 70cm; model: sc-4316, serial/lot: (B)(4), description:clik anchor (set of 2).

Event description:
A report was received that the patient had an infection in three different locations: the lead site, the ipg pocket site, and the pocket where the connection between the lead and the lead extensions used to be during the patient's trial. The patient was experiencing pain. The patient's entire system was explanted.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection in three different locations: the lead site, the ipg pocket site, and the pocket where the connection between the lead and the lead extensions used to be during the patient's trial. The patient was experiencing pain. The patient's entire system was explanted.

Manufacturer narrative:
Additional information was received that the physician believes the infection is procedure related.